Manufacturer narrative:
(B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced cloudy drain, abdominal pain and fever. The cause and treatment were not reported. The patient was not hospitalized for the event. At the time of this report, the patient was recovering from the event. Action taken with pd therapy was not reported. No additional information is available as the reporter declined follow up.